Manufacturer narrative:
Additional information: b5, h6 correction: g3 - first notification date should be 1 jun 2023 instead of 5 jun 2023.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) presented with high capture thresholds and noise. The atrial lead also had noise and an insulation anomaly. No further changes were reported. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-24106. It was reported a patient presented in a ventricular fibrillation (vf) storm in which the implantable cardioverter defibrillator (ICD) was unable to convert the rhythm and the patient lost consciousness. This was addressed in a procedure on (B)(6) 2023 in which the device was explanted and replaced. During procedure it was noted the atrial lead had high capture thresholds, p-wave amplitude variation, and low pacing impedance. No changes were made to the atrial lead. Post-procedure the patient was stable.